Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they had been told their device had them "set too high and is using the battery quickly" and the patient was concerned since they had been told the device would last longer. It was also indicated the patient had not had the device checked for almost three years after implant and when recently interrogated at follow up, the right atrial (ra) lead had a high threshold. The device and ra lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the right ventricular (rv) lead also had a very high threshold. The high threshold of the ra and rv leads were possibly due to exit block. It was also reported that the leads had possible corrosion. The device was explanted and replaced. The ra and rv leads were both capped and replaced.